Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient's stimulator was removed and replaced on (B)(6) 2013 because it was a non-working battery. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.